Manufacturer narrative:
The lens has not been returned to the manufacturer for analysis. Lens met all specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Lens not received for analysis.

Manufacturer narrative:
In follow-up with the account it was learned the explanted intraocular lens was discarded at the surgery center. Our investigation was limited to a review of the batch records and post market surveillance database. Batch records were reviewed and showed no deviations. A review of complaint records revealed that no additional complaints from this order number were received. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol but instead the patient's inability to adjust to the multifocality of the lens. All available information is included in this report.

Event description:
The physician reported the intraocular lens was explanted without complication 4 months after implant due to the patient's unwanted halos and glare. Halos and glare are a known and labeled possible side effect of all multifocal lens implants.

Event description:
It was reported by service report that the fowler assembly isn't moving up or down. There was no patient involvement and no adverse consequences.